Manufacturer narrative:
Although a temporal association exists between the liberty cycler and the reported adverse event(s) of back pain and/or sciatica, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. Based on the information available, causality cannot be determined. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
On (B)(6) 2018 this female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called customer service for assistance canceling pd therapy due to a medical emergency. The patient reported experiencing back pain, which she attributed to sciatica. Additional information has been solicited.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.